Event description:
The customer contacted physio-control to report that their device does not recognize a connection through its defibrillation electrodes. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device but was unable to duplicate or verify the reported power issue. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The cause of the reported issue could not be determined.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device does not recognize a connection through its defibrillation electrodes. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.